Event description:
While performing a varicose vein stripping on the patient's right lower leg, the scrub tech noticed that the tip was missing from one of the mosquito clamps. Although the tip was found, the surgeon ordered an x-ray to ensure no other pieces had been retained. The event report states no clinical outcome or consequence.